Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing and baseline shifts, under primary vector configuration. The issue is suspected to be related with the implantable electrode sense b node. Technical services recommended troubleshooting as well as electrode impairment. No artifacts were reproduced with provocative maneuvers, and the s-ICD system was reprogrammed to secondary vector. This implantable electrode remains in service and no additional adverse patient effects were reported.